Event description:
Resident's roomate alerted unit nurse that resident had fallen. Unit nurse found resident with lower torso on floor and head between half side rail and mattress. Resident in addition to two-half side rails also had a tab alarm. Tab alarm was in place but was not activated. Resident required full CPR. 911 was called and resident was transported to hospital. Revived in route. Resident was later removed from life support.